Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient works as a hospital housekeeper and he was brought to the emergency room (ER) by his manager, due to experiencing symptoms such as light-headedness, headache, sweating, dizziness, and jitters. Prior to being brought to the ER or experiencing the symptoms, he checked his readings on the dexcom app, receiver, and with the bg meter. The reading on the bg meter was 110 mg/dl, and 44 mg/dl on his dexcom display devices. The nurse at the ER checked his reading using a bg meter, which showed 271 mg/dl, while the dexcom app and receiver displayed 44 mg/dl. The patient mentioned that he was still waiting for the doctor at the time of his phone call and had not received any medication, treatment, or procedures yet. He had removed the sensor because it already failed. The patient stayed less than 24 hours. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.